Event description:
It was reported that the zimmer air dermatome was not meshing smoothly and appeared to be skipping. Additional clinical follow up with the customer indicted that the issue was noted before the surgery and there was no injury to a patient. An alternate device was retrieved for use during the procedure without delay.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.